Manufacturer narrative:
Per the clinic, the patient's device was explanted (date not reported), the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 24, 2017.

Event description:
Per the clinic, the patient experienced non-auditory stimulation, intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.